Event description:
It was reported that the device is alarming due to supra-ventricular coil impedance is greater than 200 ohms and right ventricular coil (hvb) impedance has increased during the same timeframe. Lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.